Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 53mm abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported that during the index procedure, the final angiogram revealed a type ia endoleak. A balloon angio test was completed and that confirmed a type ia endoleak. The physician ballooned the proximal neck; however, the endoleak still remained. The physician decided to fill the aneurysm sac with thrombin and gel foam. Another manufacturer¿s catheter was placed in the left cia and a glide wire was used to get behind the limb and enter the aneurysm sac. An angio performed through the catheter was done to determine placement of catheter. Gel foam and thrombin was introduced through the catheter and injected into the aneurysm sac. A pigtail catheter was placed on the right side and a final angio was completed showing no endoleak. No additional clinical sequelae were reported and the patient will continue to be monitored. The review of returned films pre-implant showed that the proximal neck diameter was conical shaped. The neck diameter below the renals was 21 x 23mm, and 1cm distally measured 23 x24mm. No noticeable neck angulation was observed; but areas of calcification were seen. A single post-implant angio image from an unknown study date was reviewed; however, due to the poor image quality any possible endoleak could not be assessed. The cause of the endoleak is unknown.